Manufacturer narrative:
Event date unknown. As reported, the indicator window of a 5f exoseal vascular closure device (vcd) failed to turn all black and there was a feeling of insufficient counterpressure sensation from the indicator wire against the vessel wall. The user is trained to the device. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot: 18299091 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿indicator wire damaged loop" could not be confirmed. Procedural, anatomical, and/or handling factors may have contributed to the reported event. Using the left hand, slowly retract the exoseal vcd and vascular sheath introducer at the angle of the tissue tract (30-45 degrees) until pulsatile flow has significantly slowed or stopped from the bleed-back indicator. According to the instructions for use (IFU) if pulsatile flow is not observed from the bleed-back indicator, the procedure should be discontinued. Pulsatile flow is necessary for proper positioning. Retract the exoseal device and the sheath as a single unit. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) failed to turn all black and there was a feeling of insufficient counterpressure sensation from the indicator wire against the vessel wall. The user is trained to the device. Additional information was requested but not provided. The device will not be returned for evaluation as it was disposed.